Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image storage was not possible. Review of the system log file showed image storage errors. The fse replaced the x-ray pc and hard drive. After replacement of the x-ray pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the image storage is not possible because of an image disk problem. No x-ray. Philips has started an investigation of the complaint.